Event description:
It was reported that a pt wanted her ipg and lead removed. During explant, the physician tried to pull out the electrode from the ipg pocket. That was unsuccessful, so he made an incision over the sacrum. The electrode had broken just above the sacrum. The distal part of the electrode was left within the sacrum. The pt has yet to decide if she will have it removed. It is confirmed that the pt is doing well.